Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: moved further up into fallopian tube than where it was initially placed") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallstones. Concomitant products included levothyroxine. In 2011, the patient experienced groin pain ("groin pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, mood swings ("severe mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)/ sharp, stabbing, cramping pain") and asthenia ("lack of energy"). In (B)(6) 2011, the patient experienced fatigue ("fatigue / tired"), weight increased ("weight gain"), alopecia ("hair loss") and feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroidism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy and sporadic bleeding; lots of blood clots"), anxiety ("anxiety"), onychoclasis ("brittle nails") and dry skin ("dry skin"). The patient was treated with surgery (resection removal of essure coils and reimplementation over stent) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, hypothyroidism, dysmenorrhoea, fatigue, groin pain, weight increased, alopecia, onychoclasis, feeling abnormal, asthenia and dry skin outcome was unknown, the pelvic pain and mood swings had resolved and the vaginal haemorrhage, menorrhagia and anxiety was resolving. The reporter considered alopecia, anxiety, asthenia, device dislocation, dry skin, dysmenorrhoea, fatigue, feeling abnormal, groin pain, hypothyroidism, menorrhagia, mood swings, onychoclasis, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-nov-2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet- patient was recovering from the events vaginal bleeding and anxiety. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved further up into fallopian tube than where it was initially placed') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallstones and dyspareunia. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, mood swings ("severe mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)/ sharp, stabbing, cramping pain"), fatigue ("fatigue / tired"), groin pain ("groin pain") and asthenia ("lack of energy"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroidism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy and sporadic bleeding; lots of blood clots"), onychoclasis ("brittle nails"), dry skin ("dry skin") and anxiety ("psychological issues: anxiety"). The patient was treated with surgery (resection removal of essure coils and reimplementation over stent and to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea and asthenia outcome was unknown, the pelvic pain, mood swings and groin pain had resolved and the hypothyroidism, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, onychoclasis, feeling abnormal, dry skin and anxiety was resolving. The reporter considered alopecia, anxiety, asthenia, device dislocation, dry skin, dysmenorrhoea, fatigue, feeling abnormal, groin pain, hypothyroidism, menorrhagia, mood swings, onychoclasis, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: heavy bleeding with clotting, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received reporter information was added. Event mental disorder added .event outcome added hormonal changes: weight gain, hair loss, dry skin, brittle nails, fatigue, brain fog. Hypothyroidism, groin pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: moved further up into fallopian tube than where it was initially placed") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallstones. In 2011, the patient experienced groin pain ("groin pain"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, mood swings ("severe mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and asthenia ("lack of energy"). In (B)(6) 2011, the patient experienced fatigue ("fatigue / tired"), weight increased ("weight gain"), alopecia ("hair loss") and feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroidism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy and sporadic bleeding; lots of blood clots"), anxiety ("anxiety"), onychoclasis ("brittle nails") and dry skin ("dry skin"). The patient was treated with surgery (surgical removal of coil) and surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, hypothyroidism, vaginal haemorrhage, anxiety, dysmenorrhoea, fatigue, groin pain, weight increased, alopecia, onychoclasis, feeling abnormal, asthenia and dry skin outcome was unknown, the pelvic pain and mood swings had resolved and the menorrhagia was resolving. The reporter considered alopecia, anxiety, asthenia, device dislocation, dry skin, dysmenorrhoea, fatigue, feeling abnormal, groin pain, hypothyroidism, menorrhagia, mood swings, onychoclasis, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received, reporter added, lot number received, events added as :- hypothyroidism, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: had severe mood swings, anxiety, migration of essure device location of device: moved further up into fallopian tube than where it was initially placed, dysmenorrhea (cramping), fatigue, weight gain, hair loss, brittle nails, brain fog, dry skin, abdominal pain lower, lack of energy, groin pain. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: moved further up into fallopian tube than where it was initially placed") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallstones. In 2011, the patient experienced groin pain ("groin pain"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, mood swings ("severe mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and asthenia ("lack of energy"). In (B)(6) 2011, the patient experienced fatigue ("fatigue / tired"), weight increased ("weight gain"), alopecia ("hair loss") and feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroidism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy and sporadic bleeding; lots of blood clots"), anxiety ("anxiety"), onychoclasis ("brittle nails") and dry skin ("dry skin"). The patient was treated with surgery (surgical removal of coil) and surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, hypothyroidism, vaginal haemorrhage, anxiety, dysmenorrhoea, fatigue, groin pain, weight increased, alopecia, onychoclasis, feeling abnormal, asthenia and dry skin outcome was unknown, the pelvic pain and mood swings had resolved and the menorrhagia was resolving. The reporter considered alopecia, anxiety, asthenia, device dislocation, dry skin, dysmenorrhoea, fatigue, feeling abnormal, groin pain, hypothyroidism, menorrhagia, mood swings, onychoclasis, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved further up into fallopian tube than where it was initially placed') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallstones and dyspareunia. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, mood swings ("severe mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)/ sharp, stabbing, cramping pain"), fatigue ("fatigue / tired"), groin pain ("groin pain") and asthenia ("lack of energy"). In november 2011, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroidism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy and sporadic bleeding; lots of blood clots"), onychoclasis ("brittle nails"), dry skin ("dry skin"), anxiety ("psychological issues: anxiety"), oropharyngeal pain ("my throat hurts"), mouth haemorrhage ("I had a lot of blood in my mouth") and gallbladder disorder ("gallbladder issue"). The patient was treated with surgery (resection removal of essure coils and reimplementation over stent and to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea, asthenia, oropharyngeal pain, mouth haemorrhage and gallbladder disorder outcome was unknown, the pelvic pain, mood swings and groin pain had resolved and the hypothyroidism, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, onychoclasis, feeling abnormal, dry skin and anxiety was resolving. The reporter considered alopecia, anxiety, asthenia, device dislocation, dry skin, dysmenorrhoea, fatigue, feeling abnormal, gallbladder disorder, groin pain, hypothyroidism, menorrhagia, mood swings, mouth haemorrhage, onychoclasis, oropharyngeal pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media was received. Events added from social media- my throat hurts, I had a lot of blood in my mouth, gallbladder issue were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved further up into fallopian tube than where it was initially placed') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallstones and dyspareunia. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, mood swings ("severe mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)/ sharp, stabbing, cramping pain"), fatigue ("fatigue / tired"), groin pain ("groin pain") and asthenia ("lack of energy"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroidism/ thyroid issue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy and sporadic bleeding; lots of blood clots"), onychoclasis ("brittle nails"), dry skin ("dry skin"), anxiety ("psychological issues: anxiety"), oropharyngeal pain ("my throat hurts"), mouth haemorrhage ("I had a lot of blood in my mouth") and gallbladder disorder ("gallbladder issue"). The patient was treated with surgery (resection removal of essure coils and reimplementation over stent and to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea, asthenia, oropharyngeal pain, mouth haemorrhage and gallbladder disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, groin pain and anxiety had resolved and the hypothyroidism, fatigue, weight increased, alopecia, onychoclasis, feeling abnormal and dry skin was resolving. The reporter considered alopecia, anxiety, asthenia, device dislocation, dry skin, dysmenorrhoea, fatigue, feeling abnormal, gallbladder disorder, groin pain, hypothyroidism, menorrhagia, mood swings, mouth haemorrhage, onychoclasis, oropharyngeal pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event outcome were updated to recovered: abnormal bleeding, psychological issue . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.